Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed, but the exact cause could not be determined. One 4.5fr microintroducer was returned for investigation. A portion of the yellow tabs and proximal end of the sheath were split apart. A microscopic examination revealed deformation in the protrusions within the yellow sheath hub that lock the tabs to the white dilator hub. This deformation could have occurred if the dilator was forcefully repositioned within the sheath. The gray ptfe introducer sheath was kinked 1mm and 8mm distal to the yellow tabs. The turquoise blue dilator was kinked at the distal end of the white hub and 1cm distal to the white hub. What appeared to be blood residue was observed on the hub and shaft of the dilator. It was reported that the bends and splits were observed upon opening the kit; however, due to the evidence of use, it could not be determined when the damage occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the dilator was bent and split upon opening the kit.

Event description:
It was reported that the dilator was bent and split upon opening the kit.